Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure owing to an unexpected refractive error. The iol was replaced with a zct300u195 lens (serial number (B)(4)). The incision was not enlarged and there were no patient complications during the procedure. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for product evaluation. Visual inspection with the unaided eye revealed that the lens was delivered in a zip lock bag. The lens was received cut in two (2) pieces, most probably to make explant possible. Visual inspection using a microscope at 12x magnification revealed the lens to be identified as tecnis toric acrylic 1-piece intra ocular lens because of the type the presence marking holes. The optic of the lens was damaged and scratches were present. Both pieces of the optics were received stuck to each other and can only be released using excessive manual force, which was not applied to prevent further damage of the lens. Considering the condition of the lens no further analysis was possible. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.